Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found.

Event description:
It was reported that the device was abandoned in the patient and had ventricular fibrillation (vf) detections turned off when the device was upgraded at the time of a lead fracture. Later, the device experienced an electrical reset, which turned vf detections back on. Due to the lead fracture and subsequent oversensing, the patient received 17 inappropriate shocks. The patient had been receiving radiation therapy. The device was explanted and replaced. No further patient complications have been reported as a result of this event.